Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed an anchor from a footprint device. It is deformed and two barbs are fractured off. The sutures and footprint insertion device were not returned. There is no product identification for the footprint anchor. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A review of the material specification found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, a footprint anchor was broken. It is unknown whether the event occurred during the surgery or if there was patient involvement. No further complications were reported.